Manufacturer narrative:
The device should have been extension rather than lead.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 where the extension was explanted and replaced.

Event description:
Additional information indicates effective tremor control was established after programming.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient's system was auto-reducing due to high impedances. Surgical intervention pending.